Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited low out of range shock impedances on the right ventricular (rv) lead, measuring less than 20 ohms. The patient's rv lead was a non-boston scientific product. It was noted the shock impedances were previously stable around 40 ohms, and there was no noise on the electrogram (egm). Isometrics were performed and there was no change in impedances. The patient will continue to be monitored via the remote monitoring system. This ICD system remains in service. No adverse patient effects were reported.